Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the tip of the bone pin sheared off in the patient's tibia. The issue was noticed during post-op xray and surgeon decided to leave the tip of the bone pin in the patient's tibia. The outcome of the case was successful.

Manufacturer narrative:
Reported event: tip of the pins broke off as doctor was inserting pins into the patient. Procedure was a left uni knee. Procedure was successfully completed. No delay in surgery. No adverse consequence to the patient. Products not available as they were thrown out. Device evaluation and results: visual inspection was not performed as the device was not returned for evaluation. Dimension inspection completed at the time of manufacturing shows the lot was within specification. Device history review: review of the device history records (see attachment 1) for the associated lot indicated (B)(4) devices (143000-07 non-sterile bone pin, single) were manufactured and shipped to (B)(4) on 03/21/2016 and accepted into final stock on 03/21/2016 per erp. See attachment 2 for lot transactions. Complaint history review: a review of complaints in (B)(6) related to p/n 143140, lot number w45622 shows one additional complaint related to the failure in this investigation. The related pi number is (B)(4). Tracking of complaints related to the 143140 part number will be tracked through quarterly trend request #789. Conclusions: as part of the investigation into this complaint, the stryker rep that was present for the case was contacted. It was determined that the surgeon did use the drill guide during placement of the bone pin. The bone pin broke and bent related to another one of the other potential causes found in 2.0 afmea 0007 sys r35 including: excessive off-axis force applied, high patient bone density, bone pin reuse fatigue, bone pin re-directed during insertion, improper drill speed used increasing torque on pin. Based on this investigation, it is not possible to determine which of the cause(s) above contributed to the failure. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned for evaluation.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the tip of the bone pin sheared off in the patient's tibia. The issue was noticed during post-op xray and surgeon decided to leave the tip of the bone pin in the patient's tibia. The outcome of the case was successful.